Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the three five millimeter non-bladed trocars tore at the gasket during the case. They were replaced with new trocars. There was no consequence to the pt.